Event description:
It was reported that the vns patient complained of hoarseness since (B)(6) 2015. The programmed settings since (B)(6) 2014 were output current 2.50ma, frequency 30hz, pulse width 250usec, on time 7sec, off time 0.3min, magnet current 2.75ma, magnet on time 60sec and magnet pulse width 500usec. The battery status was eos=no. It was reported that diagnostics returned impedance results within normal limits. The patient was explored by an otolaryngologist who found left vocal cord paralysis. X-rays on (B)(6) 2015 were reviewed by the healthcare professional and they were found to be unremarkable. No known surgical interventions have occurred to date.